Event description:
Device malfunction: distal tip of stent delivery catheter entangled with deployed stent. Time of malfunction: during the procedure. Symptoms/ae: intervention: readvanced outer sheath to stabilize delivery catheter in order to untangle devices. It was reported that during a stenting procedure in the left internal carotid artery, after the xact stent was deployed, the distal tip of the stent delivery system (sds) became entangled with the stent. The outer sheath of the sds was readvanced to stabilize the delivery catheter and the devices were untangled by maneuvering the delivery catheter. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.